Event description:
Device malfunction; clip mislocation. Time of malfunction: during vessel closure training. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician in training attempted arteriotomy closure of the femoral artery using the starclose se device after a diagnostic procedure. Reportedly, after vessel closure the physician could see the clip under the skin and the artery bleeding. It is unknown if the clip was removed. Hemostasis was achieved with manual compression. Additionally, the physician reported that this type of event has occurred in the past; however, did not document or report the event and does not recall any specific details. There were no reported patient effects. Though requested, no additional information was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.